Event description:
According to medical records received from the explanting surgeon, the pt was brought to the hosp emergency room with a sudden onset of massive congestive heart failure. Chest x-ray revealed evidence of a foreign body in the apex of the left ventricle. Echocardiograms confirmed the presence of massive mitral valvular insufficiency with a fractured, dysfunctional mitral prosthetic valve with the occluder having escaped from the struts. The pt was taken directly to the operating room for an emergency redo mitral valve replacement. The pt's aortic heart valve was replaced during the same operation.